Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The returned device was inspected and confirmed to be fractured in two pieces. Conclusion: the plausible root cause of this event is excess cantilever force applied during the rod insertion.

Event description:
It was reported that during surgery, the surgeon inserted the rod by the rod inserter. And the blocker tightened. The surgeon tried to remove the rod inserter. But, hex part of the rod was broken. Therefore the surgeon removed the broken piece. The surgery was completed.

Event description:
It was reported that during surgery, the surgeon inserted the rod by the rod inserter. And the blocker tightened. The surgeon tried to remove the rod inserter. But, hex part of the rod was broken. Therefore the surgeon removed the broken piece. The surgery was completed.